Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. After deploying a taxus express2 3.0 x 12mm stent in the ostium of the rca, the physician attempted to place a 2.5 x 8mm taxus express2 drug eluting stent in the unknown vessel. The 2.5 x 8mm taxus stent dislodged off of the balloon close to the target lesion. The dislodged stent was deployed using three maverick balloon catheters. The physician used a 2nd stent to treat the target lesion and a 3rd stent to bridge the gap between the two stents. No pt complications were reported.